Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. No data relevant to the failure mode was found in the logs. The console was returned and upon evaluation there were two screws missing and two loose. The cause of the aic issue was two loose screws in the door latch.

Event description:
The user facility reported a screw fell out from the aic during preparation. After the impella was removed, the hospital staff noticed that the screw had fallen off. On (B)(6) 2023 abiomed was made aware that the screw that fell out was a part of the notch of the lid that opens when installing the purge housing. The affected part originally had 4 screws, but 1 fell out during the aic preparation, 2 were loose, and 1 was already missing (no knowledge of when or how it was missing). Since the engineer have never touched this part during past repairs, they suspect that it might have been loose since manufacturing. No known patient harm or injury.